Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto), target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery to distal right coronary artery. A 2.50mm x 30mm emerge balloon catheter was selected to dilate the lesion. The balloon catheter was inflated at 6 atms during the first inflation. During the second inflation, the balloon ruptured at 8 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).